Event description:
Device returned to manufacturer for analysis with report of "rotor stall." Follow up with hcp revealed patient experienced return of pain - out of control - with hypertension and diaphoresis. Pump function studies were performed and the rotor of the pump was found to be stalled. Patient had received mso4 in the pump at about 5-6 mg per day. Pump replaced. Patient has recovered and is doing well.